Manufacturer narrative:
H11: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors.

Event description:
Through implant patient registry and investigation it was learned that a 27mm 7300tfx valve in the tricuspid position was explanted after an implant duration of 4 years, 3 days due to calcification, degeneration, severe stenosis, regurgitation, and thickened/immobile leaflets. The patient presented with nyha iii symptoms. The explanted valve was replaced with a 27mm magna ease valve. Per medical records, the patient developed sepsis with cultures positive for streptococcal anginosis from dental abscess in february 2023 and was treated with 6 weeks IV antibiotics. Tee demonstrated with mild tricuspid regurgitation and large density mass compatible with vegetative process with mean gradient 15 mmhg. The patient was declined by insurance for ttvr procedure. Tee on oct 2023 showed severe tv stenosis, severe transvalvular regurgitation, thickened and restricted leaflets. On (B)(6) 2024, the patient underwent redo-tvr with 27mm magna ease valve. Exposure of the prosthetic tv identified significant calcium along one leaflet. The patient was discharged on pod#7. Per pathology report, valve leaflets are leathery with one being somewhat pliable. Production evaluation, demonstrated wireform intact, minimal calcification nodules were observed on leaflets 2 and 3, and minimal host tissue. All three leaflets were thickened and swollen at the free margins near the commissures.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, d9, g3, g6, h2, h3, h6. H3: evaluation summary: customer report of degeneration, thickened leaflets, and calcification were confirmed. Report of stenosis, regurgitation, immobile leaflets were not able to be confirmed. X-ray demonstrated wireform intact; minimal calcification nodules were observed on leaflets 2 and 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 12mm on leaflet 3 on the inflow aspect and 1mm on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect. All three leaflets were thickened and swollen at the free margins near the commissures. The free margin of leaflets 2 and 3 were folded/creased on the outflow aspect. Sewing ring cloth had multiple cuts around the valve. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry and investigation it was learned that a 27mm 7300tfx valve in the tricuspid position was explanted after an implant duration of 4 years, 3 days due to calcification, degeneration, severe stenosis, regurgitation, and thickened/immobile leaflets. The patient presented with nyha iii symptoms. The explanted valve was replaced with a 27mm magna ease valve. Per medical records, the patient developed sepsis with cultures positive for streptococcal anginosis from dental abscess in (B)(6) 2023 and was treated with 6 weeks IV antibiotics. Tee demonstrated with mild tricuspid regurgitation and large density mass compatible with vegetative process with mean gradient 15 mmhg. The patient was declined by insurance for ttvr procedure. Tee on (B)(6) 2023 showed severe tv stenosis, severe transvalvular regurgitation, thickened and restricted leaflets. On (B)(6) 2024, the patient underwent redo-tvr with 27mm magna ease valve. Exposure of the prosthetic tv identified significant calcium along one leaflet. The patient was discharged on pod#7. Per pathology report, valve leaflets are leathery with one being somewhat pliable.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.